Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a nurse from (B)(6) of candida infection in a (B)(6) female patient coincident with dianeal pd4 ambuflex (dianeal pd4 sys ii w/1.5% and 2.5% glucose), extraneal viaflex and dianeal pd4 freeline solo w/1.5 % glucose therapies. This is one of two patients from the same reporter. On (B)(6) 2011, the patient began treatment with dianeal pd4 ambuflex (dianeal pd4 sys ii w/1.5% and 2.5% glucose) (12000 ml, frequency not reported), extraneal viaflex (2500 ml, frequency not reported) and dianeal pd4 freeline solo w/1.5 % glucose (2000 ml, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced a candida infection. Treatment information was not reported. On (B)(6) 2011, dianeal and extraneal therapies were withdrawn and the patient was switched to hemodialysis (hd). The outcome of the event was not reported. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). This is report 1 of 2 from the reporter. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause for the reported condition of peritonitis was undetermined. There was no device malfunction or use error identified.